Event description:
It was reported that during a knee procedure, the provisional fractured during insertion. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and has the lateral side of the tasp fractured off. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends